Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments to the abdomen, lower flanks, and infrascapular area and may have developed paradoxical adipose hyperplasia. The patient is the same weight. The abdomen was reported to be larger. It was reported more cellulite is present.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the flanks and to the upper, mid and lower abdomen on (B)(6) 2021 using the cooladvantage applicator and developed paradoxical hyperplasia (ph) after treatment. Patient diagnosed with ph on (B)(6) 2022 by a medical professional.

Manufacturer narrative:
Additional information. Corrected data.